Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose is currently at 459 mg/dl. Customer does not want to troubleshoot. Customer stated that he does not remember to change his infusion set and his body is taking longer to heal. Customer stated that he does not check his blood glucose often because he forgets. Customer only checks because the blood glucose reminder comes up. Customer refused to have the emergency medical technician called and declined troubleshooting. Customer stated that he has changed out his set and does not want to change it again. Customer was advised to seek medical attention in the emergency room and revert to a back-up plan if his blood glucose continues to rise.